Manufacturer narrative:
Additional information was received on april 20, 2017 stating that the product was disposed of. Since the product was discarded, no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17613570l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional sf catheter. The catheter was removed from the patient and it was noticed that there was char at the tip of the catheter. There was also a high impedance being displayed. The catheter was not replaced and it was used to complete the procedure. There was no patient consequence. Additional information was received on the event. An error displayed a couple of times when the impedance too high displayed. The system did stop ablation when the cut off values were exceeded. Temperatures remained steady at 32 degrees throughout ablation and no flow errors. The values at the time the issue occurred was impedance 230 ohms and the power fluctuated from 40 watts to 50 watts during ablation. The generator was set to power control mode and the temperature cut-off was set to 40 degrees. They were using heparinized saline from hospira with 2000 units in 1 liter bag. The response received also clarifies that the substance at the tip of the catheter was thought to be coagulum rather than char. No neurological changes were noted throughout the procedure and post procedure. Since the generator stopped delivering radio frequency energy when the impedance reached the cut-off, then the potential that this issue could cause or contribute to a death, serious injury, or other significant adverse event was remote. Therefore, this issue was assessed as not reportable. Since it was clarified that the substance at the tip of the catheter was thought to be coagulum rather than char, this issue was assessed as reportable. Coagulum has poor adherence to catheters and it could be a potential source of embolism.